Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. Witness marks on the blade suggest impact of the blade against metal could have contributed to the breaking of the blade at the mount. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was further reported an x-ray was performed to confirm and all blade fragments were retrieved successfully. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was further reported an x-ray was performed to confirm and all blade fragments were retrieved successfully. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.